Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient had a result of injuries which he sustained following a cardiac catheterization on (B)(6) 2014. On that date, the patient underwent a cardiac catheterization procedure. An angio-seal kit was used at the end of the patient's cardiac procedure. Within days of the procedure, the patient began to experience pain in his groin and described feeling a "lump" in the area of his pain. A subsequent ultrasound and CT scan indicated that there was linear foreign body in his superficial soft tissues which had broken into two pieces. The patient then underwent several surgical procedures and on (B)(6) 2015, the foreign bodies were eventually retrieved. The foreign bodies were part of the tamper system that was used to seal the angioplasty wound. It appears the device failed during the procedure and, as a result, the foreign bodies were left at the conclusion of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has yet to be returned. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.